Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of less than 200 ohms, noise, and oversensing. It was questioned if the noise appeared to be from minute ventilation (mv) signals. The patient was not rv pacemaker dependent. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which noted that a surgical revision was performed. The non-boston scientific rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device remains in service.